Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5093508. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pin-sized hole in the middle port of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was noted during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured from june 20, 2019 - june 21, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap form the base of the spike port tubing. The reported condition was verified. The likely cause of the condition is inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.